Event description:
Angiogram in progress catheter fractured while trying to access the left common carotid artery. Pt had to be taken to the operating room for emergency right femoral cutdown and exploration of right retroperitoneum for removal of catheter and repair of perforated mid right external iliac artery.